Event description:
It was reported the subject device showed no image when it was plugged in. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The device had no image due to a damaged cable. A definitive root cause for the damaged cable could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed no image when it was plugged in. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.